Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer? Yes. Device evaluation: an evaluation was performed, on the photograph provided by the customer. The photograph displayed a lens that was damaged. And a detached haptic was observed. Based on the quality of the photograph, no further evaluation could be performed. The complaint issue of haptic detached was identified, during product evaluation. However, based on the complaint investigation results, the complaint issue could not be confirmed, to be related to the manufacturing or design process. The other issues observed, during the product evaluation could not be confirmed, to be related to a manufacturing or design issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was received with an haptic detached. Through follow up we learned that the surgeon believes that the haptic probably detached during the loading (preloaded iol) because they noticed something was wrong during implantation. The surgeon decided not to implant that iol. When the iol was taken out onto the operating table the haptics appeared detached. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1 - telephone number (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.